Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of myocardial infarction and death are known adverse events listed in the rx xact instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via trial that one day post xience stent implantation in the left internal carotid artery (lica), during ambulation, the patient collapsed and experienced cardiac arrest. Advanced life support was successful. Carotid ultrasound was performed showing a patent lica. The patient arrested a second time and was taken for a left heart catheterization. During the heart catheterization, the patient was in electromechanical dissociation and was pronounced dead. Per the death certificate, the cause of death was listed as: acute myocardial infarction, cardiopulmonary arrest, severe aortic stenosis. Although requested, there was no additional information provided.